Event description:
The customer reported the battery capacity test did not show pass or fail on the print out, then the device shutdown. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery capacity test did not show pass or fail on the print out, then the device shutdown. There was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.